Event description:
It was reported that the device was running without the trigger being pressed. It is unknown if there was any patient involvement or adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was duplicated. The root cause is that the magnet fell out of the trigger assembly, causing the handpiece to continually run. The device was repaired and returned to the customer.